Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix clogged with dried tissue and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The reported event of failure to capture was not confirmed.

Event description:
It was reported the asymptomatic patient presented for implant of the right atrial lead. During procedure, it was observed the lead was not pacing. A replacement lead was used to complete the procedure. Patient was stable.